Manufacturer narrative:
Investigation of this case included review of available device engineering logs for a potential timeframe; however, the exact event date could not be confirmed. No device malfunction alerts or abnormal insulin delivery behavior were identified in the available data. A factory reset was not observed in the reviewed logs, and cgm data indicated typical system operation during reviewed periods. Due to the absence of a confirmed event date and incomplete clinical details, the available device data could not be reliably correlated to the reported hospitalization. It was concluded that the cause of the reported severe hyperglycemia and hospitalization remains undetermined due to insufficient information and the inability to temporally align device data with the reported event. No confirmed device malfunction was identified. If additional information or device data become available, or if the device is returned for evaluation, a supplemental MDR will be submitted as appropriate.

Event description:
On 04-nov-2025 the user reported that on an unknown date they experienced hyperglycemia with a blood glucose of approximately 1400 mg/dl. Prior to emergency care, the user was reported to have markedly elevated blood glucose, and no additional details regarding self-treatment or caregiver assistance were available. The user was hospitalized for management of hyperglycemia, was discharged on an unknown date, and later resumed ilet use.